Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is complete. It should be noted: customer did not know if the meter was calibrated correctly, and could not remember if he had eaten during the blood glucose testing.

Event description:
Customer reported receiving erratic readings on his precision xtra blood glucose meter. Customer reported receiving readings of 48 mg/dl, 327 mg/dl, and 55 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.